Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure: manufacturer report # 3005099803-2014-03407 and 2134265-2014-06460. It was reported to boston scientific corporation that a contour vl ureteral stent was implanted during a percutaneous nephrolithotomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a 6x22-30 contour vl stent had difficulty advancing over the guidewire, the stent became buckled, and the coil was torn. The kidney was able to be drained so the stent remained implanted. The suture was intentionally cut from the stent prior to placement. Additionally, the teflon coating of amplatz super stiff guidewire unraveled off the steel core when the device was removed. Nothing had detached from the devices and was left inside the patient. The procedure was completed with these devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.